Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheath was not returned. The balloon had separated from the outer member at the proximal balloon seal. The reported balloon rupture could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion (unknown coronary vessel). Pre-dilatation was performed reducing the stenosis to less than 40%. During preparation of the 2.5 x 28 mm delivery system, resistance was noted during removal of the protective sheaths. The device was advanced to lesion without issue, but when attempting to deploy the implant, the balloon would not hold pressure. There was no contrast media observed leaking from the device, but the balloon could only be inflated to 4 to 6 atmospheres and the pressure kept dropping. The delivery system was removed with the implant still intact. The procedure was completed with placement of a xience drug eluting stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.